Event description:
It was reported that the device had water damage. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned. Visual and functional testing were performed. The testing duplicated the customer reported problem. Pump turn on with red screen alarm 41781. The event history log could not be reviewed due to the alarm. The main board and downstream occlusion (dso) sensor were replaced. The root cause of the issue was fluid ingression. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.